Manufacturer narrative:
(B)(4). The complaint rt235 breathing circuit is currently en route to fisher & paykel healthcare for eval. We will provide a follow-up report upon completion of our investigation.

Event description:
A hosp in (B)(6) reported that there was a hole in an rt235 infant dual-heated evaqua breathing circuit. It was reported that the pt was placed on a set-up which included the fisher & paykel healthcare rt235 breathing circuit and a drager babylog ventilator. The hosp reported that a staff respiratory therapist did a ventilator check and placed the breathing circuit onto a pt endotracheal tube. It was reported that the check went fine, however several minutes later a nurse heard a hissing sound coming from the breathing circuit and noticed that there was a hole in the expiratory limb. It was reported that there were no ventilator alarms at the time. No pt consequence was reported.